Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus received an initial report (ahs mdip # (B)(4)) from alberta health service with a report of device failure during use error message "re-grasp" would not cauterize (multiple attempts to "re-grasp"). A second device opened with no issues. The intended procedure was completed. The issue found during a laparoscopic bilateral salpingectomy. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The device was returned in its' original package, which was open prior to receipt. The device was received with the jaws opened, lock off. A visual inspection indicates that there is some foreign material on the blade. The jaw symmetry is aligned. The first point of contact for the jaws is at the distal end; this is consistent with the standard. The jaw aperture measurement was taken inside the first teeth of the jaw, and measured at .300", (standard is .300¿ +/-100¿). The jaw mesh is normal, no abnormalities noted. The insulation of the jaw legs was inspected and found no abnormalities. The flare is normal. The lock function works and the slider that is used to toggle the device from lock to unlock is normal. The trigger lever was manipulated, and engaged over 50 times without any anomalies, or malfunctions. The shaft itself is normal, and the rotation of the shaft is also normal. The blade extends/retracts and cuts the dental dam as designed. The blade itself does not appear to be dull. The lever for the blade has no restriction. Functional testing performed by plugging it into the test generator (esg-400). The generator recognized the device and displayed no errors on the screen. The blue activation switch was checked, and it is functional. A footswitch was connected to the generator, and the connected pk cutting forceps responded and activated after pressing down on the footswitch. The device was tested using a piece of gauze that was soaked in saline, and was able to observe a consistency of coagulations while the saline-soaked gauze was fully grasped by the forceps at the distal end side and activated with the blue switch on the pk device. There were no abnormalities during the functional test. Based on the evaluation, it is unable to replicate the user's experience during testing. However, the observed failure is a known phenomenon likely resulting from the device forceps coming in contact with each other. This may be a result of a closed circuit when the jaws are touching each other, and insufficient amount of tissue grasped, causing the jaws to come in contact. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. On page 3 of the device IFU (p9100528-001_ad), it states: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor complaints for this device.